Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was implanted during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct approximately 3 months before (B)(6), 2019. According to the complainant, on (B)(6), 2019, during the planned stent removal procedure, the stent broke above the flange while the physician was trying to remove it using a snare. The remainder of the broken stent was successfully removed from the patient along with the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Device code 1069 captures the reportable event of stent broken. A visual evaluation of the returned advanix stent, the stent has some blackened areas, the stent was stretched and broken at proximal section, including the barb; consequently, confirming the reported complaint. Probably the stent was blackened due to the device was in place for some months. The delivery system was not returned for analysis. Based on the product analysis, the issue occurred during procedure, while stent was being removed and it was in place for some months. It indicates that the device was received and implanted in good conditions, however procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Per complaint information the customer used a snare to remove the stent and the stent broke off. Using a snare is a standard biliary stent removal technique. The damages found on the stent (stretched/broken) are typically made due to grab and pull the stent with the snare during the stent removal. Once the stent is caught with the snare, continued attempts to remove it can damage the stent and force to remove it can result in stent breakage. A review of the device history record (DHR) was performed, no anomalies were found, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. All compiled information on this investigation determines that the most probable cause is: "adverse event related to procedure". No further escalation is required at this time.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was implanted during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct approximately 3 months before (B)(6) 2019. According to the complainant, on (B)(6) 2019, during the planned stent removal procedure, the stent broke above the flange while the physician was trying to remove it using a snare. The remainder of the broken stent was successfully removed from the patient along with the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.